Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter ((B)(6) translation), "it's noticed that ext. Tubing damaged and result in leakage at ext. Tubing during infusion." 2 occurrences were reported.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8212731. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that leakage occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter (chinese translation), "it's noticed that ext. Tubing damaged and result in leakage at ext. Tubing during infusion." 2 occurrences were reported.